Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On (B)(6) 2021, the patient reported that the infusion set's tubing got detached around the quick release while she was sleeping. The site location was patient's buttock and the pump was located in front of her body, clipped on her bra. Moreover, the infusion had been used for two days (since (B)(6) 2021. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. The patient was unsure whether there was any stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. Upon investigation performed on the returned used device (1 tubing), it was found that the tubing was detached from the tubing connector. No further information available.